Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a dislocation. It was noted intraoperatively that the locking ring had broken.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/29/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, crunching, clicking and elevated metal ions that were addressed at first revision. Revision surgical report noted minor metallosis, broken locking ring and multiple small polyethylene fragments. Harms updated the complaint was updated on: may 19, 2016.

Manufacturer narrative:
Patient was revised to address a dislocation. It was noted intraoperatively that the locking ring had broken. Update 4/29/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, crunching, clicking and elevated metal ions that were addressed at first revision. Revision surgical report noted minor metallosis, broken locking ring and multiple small polyethylene fragments. Harms updated no devices were returned to examine. One other report found against the 472293 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the femoral head. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.